Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a voluntary medwatch report (mw5096508) was received on (B)(6) 2020. The patient reported a detached sensor wire. While the patient was sitting in a chair, his waistband applied pressure to the sensor, causing the sensor wire to detach and remain in the skin. He went to the emergency department (ed), was evaluated and an x-ray was performed which confirmed a retained sensor wire. The patient was discharged home without further medical intervention. The event occurred the day after the sensor had been inserted into the abdomen. No product was provided for investigation. Confirmation of the complaint was confirmed with the x-ray image showing a retained sensor wire. The probably cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Voluntary medwatch report number: mw5096508.